Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient called in and stated that her tubing is leaking and blood is backing up into her line. Patient is actively on remodulin, opsumit and tadalafil. The reported product fault occurred while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. There was no interruption in therapy reported.